Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received the cause cannot be conclusively determined; however, patient factors and progression of patient's underlying valvular disease pathology likely led to the event.

Event description:
There were no complications. Patient was transferred to ICU for routine post tpvr case and management. Patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. However, the cause remains indeterminable. In this case an edwards aortic surgical valve was implanted off label in the pulmonary position. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with an 25mm aortic surgical valve implanted in pulmonary position for eight years, 10 months, underwent valve-in-valve procedure due to pulmonary stenosis. A 26mm transcatheter was implanted inside the 25mm aortic valve in the pulmonary position. Patient outcome was excellent.